Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high and low blood glucose. Caller stated that the customer had ketoacidosis and blood glucose of over 200 mg/dl. Caller stated that his blood glucose dropped and it was 39 mg/dl at the time of hospitalization. Nothing further was reported.